Event description:
It was reported to tyco/healthcare/kendall in 11/2001 that a dialysis catheter was leaking. The patient required a second catheter which was exchange in the or. The second catheter performed without difficulty. No complications or patient injury.